Event description:
It was reported that dissection occurred. The 90% stenosed, long diffused target lesion was located in the mildly tortuous and non-calcified right coronary artery (rca). Following pre-dilation with 2.00 x 10 mm non-boston scientific (bsc) balloon catheter, a 2.50 x 15 mm non-bsc stent was successfully deployed in the distal rca. Additionally, a 3.50 x 28 mm promus elite drug-eluting stent (des) was deployed in the mid rca at 12atmospheres. Post-deployment, a proximal edge flow-limiting dissection was observed. Subsequently, another 4.00 x 12mm promus elite des was deployed to cover the dissection, and the procedure was completed. No further patient complications were reported, and the patient status was stable post procedure.